Event description:
Boston scientific received information that this pacemaker and competitor right atrial (ra) lead and right ventricular (rv) lead exhibited erosion. It was also noted that the leads had exhibited oversensing, noise, pacing inhibition, and low out-of-range (oor) pacing impedances of less than 200 ohms. The entire system was abandoned and a new system implanted on the opposite side of the patient. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, the right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received indicating this device was explanted and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.